Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope had no image. The reported issue occurred during preparation of use for an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to damage on the charge-coupled unit. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the plug unit had a scratch due to a handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of a faulty charged coupled device (ccd) due to user handling. The event can be detected by following the instructions for use section below: ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.